Event description:
Incoming information was received from the physician stating that he had ordered x-rays and no lead issue could be determined from the images. No further relevant information has been received to date.

Event description:
An implant card was received for a patient's full revision surgery. It was indicated on the implant card that the reason for full revision was prophylactic. The devices were not available for analysis as the devices were discarded per facility protocol. No further relevant information has been received to date.

Event description:
It was updated that low impedance was still seen on system diagnostics and that the output current status was ok. The device was disabled and the patient was referred for surgery. No surgery has occurred to date. No further relevant information has been received to date.

Event description:
A physician reported low lead impedance after checking a patient¿s vns. The company representative also found the low impedance. The battery was reported not to be at end-of-service. Additional relevant information has not been received to-date. No known surgery has occurred to-date.